Manufacturer narrative:
Product complaint # : (B)(4). Dmf# -(B)(4). Trade name - (B)(4). Active ingredient(s) - gentamicin sulphate. Dosage form - powder. Strength - 1.0g active in our cements. Initial reporter occupation: lawyer. Investigation summary: no device associated with this report was received for examination.

Event description:
Patient received a primary right attune tka to treat degenerative joint disease. The patella was resurfaced and depuy cement x 2 was utilized. The procedure was completed without complications. Patient received a right knee revision to treat aseptic loosening. The tibial tray was loosened and debonded at an unknown interface and revised. The femoral component and patella were well-fixed and retained. There was no reported product problem with the revised tibial insert. The patient was revised with depuy tibial revision components and an unknown left acl screw with washer. The procedure was completed without complications. Doi: (B)(6) 2016. Dor: (B)(6) 2019 right knee.